Event description:
It was reported that during unpacking for a drug-eluting stenting procedure, a stent damage occurred. It was noticed that on of the struts was bent off the balloon when the device was taken out of the hoop. The procedure was completed successfully with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.